Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to deploy could not be confirmed. During the device analysis, the handle was pulled straight out to deploy the needles without difficulty. All four (4) needles emerged from the hub. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was an 18f. Reportedly, during the pre-placement of the sutures, the hub and barrel on the device would rotate; however, the handle could not be pulled back and the needles stayed with the system. The device was removed and a second prostar xl device was used. The tavi procedure was completed and hemostasis was achieved with the pre-placed sutures of the prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the prostar device and established in the pre-close technique. No additional information was provided.